Manufacturer narrative:
An event regarding dislocation involving a trident shell was reported. A review by a clinical consultant confirmed shell malposition. Medical records received and evaluation: a review of the provided information by a clinical consultant noted that: in this case, the cup has a low inclination of 35° where 40° - 45° would be the target for optimal inclination. Furthermore, the cup does have no anteversion where the normal range should be within some 15° - 25° of anteversion. The low inclination angle with absent anteversion make the system vulnerable to impingement between cup rim and neck of stem in flexion and/or internal rotation leading to instability of the hip joint. The protruding cup rim further reduces the effective movement space for the arthroplasty components. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided information by a clinical consultant concluded that: cup malposition in low inclination and absent anteversion together with muscle wasting conditions have contributed to instability in the hip arthroplasty requiring revision. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened. Not returned.

Event description:
The (B)(6) sales representative reported on behalf of the customer that the (B)(6) year old male patient, with a recent diagnosis of lung cancer, had recent onset of instability with dislocation twice in the last 2 months and that the patient underwent revision surgery. The patient was implanted on (B)(6) 2008 and was revised on (B)(6) 2015. The customer has also reported some visible corrosion on the stem, trunnion and head.